Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company to report a product complaint concerns a male pt. On an unspecified date, the pt first used a humapen ergo burgundy/clear pen injector device (lot # unk) for the treatment of diabetes. On an unk date, the pt's humapen burgundy/clear pen broke. The pt mentioned that the engagement tabs broke off of the pen and he threw it in the garbage so he needed a replacement pen. The pt operated the humapen ergo burgundy/clear pen. The pt was not trained. The pt used bd ultra-fine iii mini (31 gauge; 5 mm) needle tips. The duration of use and the age of the device was approx one year. The humapen was stored in the fridge. The pt obtained a replacement humapen device. The humapen ergo burgundy/clear pen was not returned to the company as the pt indicated that he had discarded the device.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Evaluation summary: the actual complaint device was discarded by the user and the lot number is unk. However, the contents of the complaint narrative suggest that the device may have had both engagement tabs broken. The reported malfunction is: clear cartridge holder both engagement tabs broken has been shown to result in an underdose.corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." Evidence of improper use/storage: no info was provided by the user to indicate the product was used or stored improperly.